Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead and the rest of the patient's system was going to be removed because "it's not working". This lead may be out of position.